Event description:
It was reported that sometime post a dialysis catheter placement, the catheter allegedly broke into two upon gentle traction. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement, the catheter allegedly broke into two upon gentle traction. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 23cm glidepath d/l catheter in two segments was returned for evaluation. Gross visual, microscopic and functional evaluations were performed on the returned device. A complete circumferential break was noted on the distal end of the catheter. The edges of the complete circumferential break on the distal end of the catheter were noted to be uneven and the surface was noted to be granular. Therefore, the investigation is confirmed for the reported fracture and material separation issues. A definitive root cause for the reported event could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.